Event description:
It is reported by the customer that the m540 automatically switched to standby mode. Staff were confirmed to be present in the room, and that there was no action on the patient at the time. There was information for two other bedsides. When information on these other potential events is received, the report will be updated accordingly. No adverse patient impact or patient death was reported.

Manufacturer narrative:
A complaint was submitted where it was reported that the m540 (m5, m8, m3-1) monitors automatically switched to standby mode. The m540 cited in this complaint was tested by draeger and the reported failure could not be reproduced. The m540 top cover assembly was replaced per the preventative maintenance that was due. The device passed all post repair testing and was returned to use. Draeger service reported that the log events for m5 and m8 devices appear to be caused by human interaction. For the m3-1 m540 device, it was locked preventing interaction with the device. Service engineering was unable to provide any additional information. Based on the information provided from the customer, the cited m540 devices were tested in and out of standby mode and they all functioned without error. No additional information could be provided by the customer. There have been no additional reports of errors or failures from this site.

Manufacturer narrative:
The draeger (fse) field service engineer tested m540 monitor (bed m3) where it was reported that user interaction was identified on the device which caused it to go into standby mode. The m540 passed all testing with no errors or malfunctions found. The log for this device shows that the software recognized a touch event at the given time where upon the device entered standby. This touch event may have been related to user input or to other impact of mechanical force (eg. Device being hit by another object). The m540 top cover assembly which includes the touch screen was replaced per preventative maintenance. The m540, was tested again after the cover assembly was replaced with no faults, or errors were found. The m540 was returned to use at the customer's care unit. There have been no further reports of any malfunctions with this device. Draeger service reports that the m540 bedside monitor log events (m5 and m8 beds) appear to be caused by human interaction per entries found in the logs. The field service engineer reports that it was seen from the input recorder of the cockpits for both bed locations (m5 & m8) that the devices were set to ¿standby¿ via user interaction on the cockpit. (See attached screenshots in photo amendment). Based on the information provided from the customer, these two m540 devices were tested in and out of standby mode and they all functioned without error. No additional testing information was provided by the customer. The root cause for the three m540 devices that were reportedly going into standby mode was due to the users putting the devices into this mode. The log entries for each m540 bed location show that in all three instances the users put the devices in standby. Testing of the three devices performed by draeger and the customer, reveals that the reported symptom could not be reproduced indicating no faults with the m540 devices. The customer reported to the draeger fse that there were a number of cases with this standby issue in this specific ward only. To avoid further recurrences, the fse reconfigured the set-up of keys on all m540s in this ward in agreement with the users. The key with the original standby function was reconfigured. The standby command can thus only be executed via the cockpits and, the two-step input structure gives more safety against unwanted inputs. Since this action was performed, there have been no new occurrences of this phenomenon reported by the customer.

Event description:
It is reported by the customer that the m540 automatically switched to standby mode. Staff were confirmed to be present in the room, and that there was no action on the patient at the time. There was information for two other bedsides. When information on these other potential events is received, the report will be updated accordingly. No adverse patient impact or patient death was reported.

Event description:
It is reported by the customer that the m540 automatically switched to standby mode. Staff were confirmed to be present in the room, and that there was no action on the patient at the time. There was information for two other bedsides. When information on these other potential events is received, the report will be updated accordingly. No adverse patient impact or patient death was reported.